Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to damage to the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the 2020 model pump experienced a battery compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 24-24 years of age and between 0 and 0 pounds. Of the reported patients, were male, 1 were female, and were unknown.